Event description:
I manage quality assurance for the fire department based paramedic units in (B)(6). We had a nasopharyngeal airway backwards into the oropharyngeal space. The ems crew placed two nasopharyngeal airways on a cardiac arrest patient (routine), and when they later placed a king airway, they were unable to get a definitive etc02 reading. They then pulled the king and discovered the npa had displaced backward and was blocking the king from sealing properly. Thus is not the first time this has happened. The hospital contacted the fire department previously to report a similar incident on (B)(6) 2018. (Note--the case was 8 months prior and we were unaware until the other case was reviewed). The ICU staff was unable to clear the patients gurgling respirations through suctioning, and discovered a similarly displaced npa 10 days after admission. Upon investigation, it was noted that the clear curaplex npas that we were getting through bound tree have a much smaller flange than previous suppliers. We are pulling the curaplex npas from service to the extent that we have other options available. It is our opinion that the displaced npa could conceivably entirely obstruct the patient's airway. FDA safety report ID # (B)(4).